Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation since permanent system implant. As such, surgical intervention took place on (B)(6) 2021 wherein one of the tails of the lead was capped and a new lead was added to address the issue. Reportedly, therapy was established post operatively.